Event description:
Customer reported that the device delaminated approximately four to five inches along an edge of the device. There were no adverse patient consequences.

Manufacturer narrative:
H-6 conclusion: the product upon which this medwatch is based has been received, however the evaluation is not completed. Once the product evaluation is received any further information derived will be submitted in a supplemental 3500a form.